Manufacturer narrative:
Additional information was provided by the customer indicating the cause was unknown. The customer was instructed to consult with healthcare provider regarding bg level. Pump data review by tandem clinical specialist confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 24 mg/dl and fatigue. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. No additional information was provided.